Event description:
A malfunction alarm was reported with the pump during its operation. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge; however, the alarm recurred, preventing the resumption of insulin therapy. As a result, the pump was scheduled for replacement. The customer was advised to use multiple daily injections (mdi) as a backup therapy and instructed on how to put the pump into storage mode before returning it with a pre-paid label within ten days.